Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation .

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alert and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.